Manufacturer narrative:
Compromised force system sensor alarm during prime and test at 4 pounds due to faulty force system gold sensor. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a prime rewind and cannot be cleared. Customer does not recall any significant events leading to the error, but indicated that occurred after he took a shower and pump may have gotten wet. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for prime rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.